Event description:
It was reported to boston scientific corporation that the when nurse unpacked and tested the basket, the basket did not close and was hard to open. No patient complications were reported as a result of this event.

Manufacturer narrative:
(Other) - basket would not open and close. A functional check of the device found the basket was partially opened and could not be fully closed or opened by functioning the handle. The sheath of the device to buckled, which prevented the motion of the handle from opening and closing the basket.